Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a patient received therapy for ventricular tachycardia, atrial pacing occurred which resulted in crosstalk that inhibited ventricular pacing. This lead to the patient experiencing a syncope episode and hitting their head. The patient reported a headache while in the hospital. Programming changes were made.